Event description:
The pt had contacted lifescan and reported that his one touch ultra meter would not power on. Medical affairs specialist had called and left a message for the pt. A letter will be sent since there was no response back. The pt had reported that his meter had not been working for a week and a half. During this time, he had symptoms of both high and low blood glucose. He had visited his dr and the dr's meter result was high. There are no blood glucose results provided. The dr had increased his insulin dosage. His medication regimen was also not provided. During troubleshooting, it was verified that the test strips he was using were correct and the condition of the batteries was good. He was asked to press the power button, but the meter still would not turn on. The batteries were last replaced less than a year ago. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction due to the power issue. A replacement meter was sent to the pt.